Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the percutaneous extension from the stage 1 trial migrated towards the contralateral exit site. It was difficult to pull the perc extension back to the pocket incision to release the boot and connect the ins. No contributing factors were known. They had to make a larger path to pull the perc extension back to the pocket site. The issue was resolved at the time of the report. No patient complications were reported as a result of this event.